Event description:
It was reported that when the surgeon removed an aq2010v three piece silicone lens from the vial a haptic was torn. The reporter stated the lens was received this way and not damaged during handling.

Manufacturer narrative:
Eval: results: visual inspection of the returned prod showed that one haptic was bent and torn and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found.